Event description:
Customer reports that suture was fraying during while performing an anastomosis during atrio-ventricular canal repair. Surgeon removed and replaced the suture. There are no reported adverse consequences to the pt related to this event.